Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states.

Event description:
A report was received indicating that a patient received a cypher stent in the right coronary artery. Some time later, the patient experienced angina, in-stent restenosis was diagnosed and treated with a taxus stent. No further information is available.